Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the non calcified and moderately tortuous left superficial femoral artery (sfa). The 4.5 x 30mm sterling balloon catheter was advanced to the lesion for post-dilation of a non bsc stent. During the second inflation, the balloon ruptured at 12atms. The procedure was completed with this device. There were no patient complications reported and the patient's status is good.